Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was undersensing on the atrial lead during atrial fibrillation (af). The device is still implant. No patient complications have been reported as a result of this event.